Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response, which was experienced during evaluation. Evaluation found the third row of keys on keypad the keys (0,1,2, and 3) to work intermittently. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Sensing intermittently.

Event description:
It was reported that a spectrum pump had the top row of number keys on keypad are inoperable, which was clarified during baxter's evaluation as the top keys working intermittently. It was also reported there was no patient involvement.